Event description:
It was reported that the patient was seen in clinic and the atrial lead exhibited noise. Auto mode switch episodes were also noted. The lead remained implanted. No intervention or patient symptoms were reported.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.